Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, a patient underwent a treatment of dissecting abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis. It was reported after a coil embolization of the inferior mesenteric artery was performed, a trunk-ipsilateral leg component (rlt261412j) was placed just below the left renal artery. There was reported difficulty cannulating a guidewire into the contralateral gate. The physician attempted to insert the guidewire from the left brachial artery and the cannulation of the contralateral gate was successful. It was reported after the contralateral leg component was implanted, touch-up ballooning was performed. Final angiography reportedly revealed a small type ii endoleak, however, no additional intervention was performed. It was reported an aortic dissection just below the left renal artery was suspected. Imaging confirmed the dissection, however, no additional intervention was performed. The patient tolerated the procedure. The physician¿s reported suspected cause of the dissection is the patient's brittle vessel or the guidewire which was inserted from the left brachial artery.